Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-mar-2023. H6: investigation summary: the customer reported drip chamber separations, and returned two samples. The sample returned were just the drip chambers, the rest of the tubing was not included. Despite this, the root cause was found to be insufficient solvent applied. The material and drip chamber issue is part of a funded project and has a team working to mitigate the issue. Device history record review for model 10013364t lot number 22099124 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ texium¿ secondary set it separated at the chamber and tubing, chemo leaked on user. There was no medical intervention required. There was no report of patient impact. The following information was provided by the initial reporter: the set with the texium attached to it, ref# (B)(4), did fall apart and the chemo that was in it came in contact with one of our pharmacists from the waist down. Fortunately, no medical intervention was required. Ref# (B)(4), have been leaking or coming apart at where the chamber and the tubing are supposed to be sealed together. Yesterday, we had a set come apart and leak gemcitabine all across the table in the cleanroom.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ texium¿ secondary set it separated at the chamber and tubing, chemo leaked on user. There was no medical intervention required. There was no report of patient impact. The following information was provided by the initial reporter: the set with the texium attached to it, ref# 10013364t, did fall apart and the chemo that was in it came in contact with one of our pharmacists from the waist down. Fortunately, no medical intervention was required. Ref# 10013364t, have been leaking or coming apart at where the chamber and the tubing are supposed to be sealed together. Yesterday, we had a set come apart and leak gemcitabine all across the table in the cleanroom.